Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture. Dislodgement was also noted via x-ray. The lead was capped and replaced on (B)(6) 2023. The patient is in stable condition.